Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. The technical support specialist connected to the station, disabled all universal serial bus hub power management and rebooted the machine to resolve the issue. All drawers had populated, and the customer was able to issue her item successfully to the patients. The system functioned as intended after the agent resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer was not open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.